Manufacturer narrative:
Insulin pump was not received in stuck manufacturing mode. Unable to perform the displacement test and occlusion test due to missing retainer. Unit was received with missing reservoir tube o-ring, scratched case, cracked battery tube threads, cracked case at battery tube side, fading serial number label, cracked keypad overlay at select button, damage keypad overlay texture and minor scratched lcd window. Unit passed self-test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that there was a loose retainer ring on the insulin pump. Customer¿s blood glucose level was 7.4 mmol/l. The caller stated that the insulin pump had fallen and sustained a crack on the casing. Customer was advised to discontinue use of the device and revert to a backup plan. The insulin pump was not returned for analysis.